Event description:
It was reported that the right ventricular (rv) lead had high thresholds and was inoperable for two years. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that after the implant of the new generator the right ventricular (rv) lead had high impedance and high threshold. The patient is enrolled in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.